Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2016-08802. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had chest pain, myocardial infarction (mi), and stent thrombosis. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified 1st obtuse marginal branch (om1) with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of two overlapping synergy ii stents of size 3.50x8mm and a 3.00x28mm, with 0% residual stenosis following post-dilation with nc emerge balloon. In (B)(6) 2016, the patient came to the emergency room with chest pain and st-elevation myocardial infarction (stemi). Angiogram showed stent thrombosis and the om1 was shut down. This was treated with two non-bsc stents of size 3.50x18mm and 3.50x15mm. Post-dilation was performed with a 4mm balloon catheter. The outcome was good and the patient is doing fine.